Manufacturer narrative:
Two samples were received for evaluation. A visual inspection was performed. One of the samples could not be evaluated because the equipment that arrived connected could not be decoupled for an adequate evaluation. The reported issue could not be verified. The second sample arrived without the 3-way connection, without the blue case, and with the security key closed. A functional underwater leak test was performed and bubbling was evidenced in the in the membrane tube body. The bag was checked under stereoscope and a needle-like hole was evident; also the membrane tube and the injection site was punctured with a needle. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) all-in-one containers leaked from an unspecified location. This was observed at the clinic. There was no patient involvement. No additional information is available.